Event description:
New information noted device reprogrammed on (B)(6) 2017. Patient continues to be monitored remotely.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, high voltage lead impedance was noted to be out of range on the implantable cardiac defibrillator and the right ventricular lead. No further information was available.